Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2005 and mesh was used. Since implantation of the mesh, the patient has experienced pain and mesh erosion and has undergone additional medical treatment, including a mesh revision/excision procedure in (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2005 with concurrent surgical procedures of vaginal hysterectomy/bilateral salpingo-oophorectomy, cystocele and rectocele repair. It was reported that she underwent revision surgery on (B)(6) 2010 for the excision of posterior mesh erosion. Also, the patient underwent addition revision surgery on (B)(6) 2012 to treat recurrent vaginal vault prolapsed, cystocele and sexual dysfunction. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01524. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 11/23/2016. (B)(4). It was reported that following insertion the patient experienced urgency and urinary frequency.

Event description:
It was reported that following insertion the patient experienced urgency and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced stage iii pelvic organ prolapse and underwent robotic sarcopexy with bard alyte y-mesh, distal posterior repair and cystoscopy on (B)(6) 2012.